Event description:
The reporter stated that they are experiencing issues with leakage at the y site. During review of returned product is was discovered that the checkvalve was broken at the y creating the leakage. No pt info available.